Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4) . Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Additional information h4 device manufacturer date general information: complaint: (B)(4) information to the sample: model: infusomat space article number: 8713050 serial number/batch: (B)(6) software version: n030005 hours of operation: 9512 further information: n/a investigation results: history inspection: the device history files were read and analyzed. The device history files from 2024-01-23 and 2024-01-24 were investigated. A space line was selected and it was found infusions with several rates and volumes. During the infusion, one pressure alarm and one air bubble alarm was found. The reason for the alarms could not be clarified. No other abnormalities were found. Visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the technician seal (02/2022) on the lower housing were intact and undamaged. The device is in a clean state but a damage on the p2-connector was found. Functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. Pressure inspection: in checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. Flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -0,69%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. Disassembling: the device was disassembled and the inside was investigated. No other visible damage was found. Judgment: the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation.

Event description:
As reported by the user facility information by bbm sales organization in ireland: "underinfusion - chemotherapye" according to the customer: "patient is on IV chemotherapy for 21.5 hours. It is supposed to finished at 11.10 am but that time chemotherapy still left in bag more than 100 milliters."

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.